Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results 366 mg/dl and 157 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 230 mg/dl, 107 mg/dl, and 90 mg/dl within 10 minutes. The successfully self-treated symptoms of hypoglycemia. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.